Event description:
It was reported that during the case, the system would not activate with hand activation. A second and third instrument were tried with no success. A second handpiece was then used with the third instrument to finish the case with no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.